Event description:
It was reported that the device's rotating knob(therapy switch) is not functioning properly. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The customer evaluated the device and received remote support from the customer care solution center, during which a therapy switch was ordered. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy switch, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device's rotating knob (therapy switch) is not functioning properly. The device was reported to be in use, however there was no adverse event.